Event description:
It was reported by service report that the fowler won't stay in lowest position and raises by itself. It is unknown if there was patient involvement; however, no adverse consequences were reported.